Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identiifed the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing a sharp pain on the left side of her back near the scs lead site. Surgical intervention may be pending to address this issue.